Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited loss of capture and high pacing impedances due to lead fracture. It was also noted that the patient had excess fluid in the right ventricle due to loss of lv capture and rv pacing only. The lead was explanted and replaced. The patient was discharged.